Manufacturer narrative:
Follow-up #1: date of submission 9/10/14. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings:.confirmed the battery compartment is cracked at opening of battery chamber extending down beneath the finger pad. A test battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. No issue with loss of power. No evidence of moisture damage in battery compartment. A test cap was used to complete testing because the customer's battery cap was not returned with pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.